Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later, pt experienced persistent urinary retention, inoperative blood loss of 1 liter, possible pelvic hematoma, occasional mixed urinary incontinence, bladder spasm, pain, recurrent urinary track infection, chronic cystitis, occasional fever and vaginal bleeding. No explant procedure was reported. Subsequent treatment and/or therapies were reported.